Event description:
It was reported that when the customer performed a cuff check before use, the customer found a leak from around the base of the pilot balloon. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter last name and email unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one sample was received for analysis in used condition. No damage was observed on physical inspection. Functional testing was performed, and the reported issue was confirmed. Further investigation was performed, and the probable cause is due to inconsistent solvent application at the tubing junction during manufacturing. No lot history review was performed because no lot number provided.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One used decontaminated sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. During the manufacturing process, the devices are 100 percent inflation tested, which includes inflating each device cuff and leaving for a twelve (12) hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. We inflated cuff by a syringe filled with air and we put returned device under water. Air leak was detected from pilot balloon. The device was forwarded to a secondary manufacturing facility to identify a root cause. A device history record (DHR) review could not be performed as the lot number was unknown.